Event description:
It was reported the patient was symptomatic and was admitted with pv leak. The valve was removed and replaced with a larger sjm biocor valve. Post-op, the head nurse indicated there was difficulty determining where the pv leak came from, but the physician thought there was a small leak by one of the sutures. Early information indicated, there was nothing wrong with the valve and it looked good.